Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 511 mg/dl and 380 mg/dl. It was reported that they had damage and the entire back of pump came off. The customer was advised to change out the infusion set and reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
No belt clip received with unit. Unit received with broken off belt clip plate weld. Unit received with corroded battery tube.